Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, the infection was related to dialysis catheter and not to the device. There were no additional adverse patient effects reported. The lv lead was explanted.